Event description:
Procedure type: laparoscopic colectomy of cecum with terminal ileum. According to the reporter: the device was inserted to right lower abdomen. It was noticed the tip of the fin was broken and remained under skin. The piece was retrieved. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).